Manufacturer narrative:
Patient height 95 cm, exact weight 9.5 kg. Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received; no significant deformations or damage of the valve were detected during the visual inspection. Permeability test- the test has shown that the valve is permeable. Adjustment test - the progav was tested and is adjustable to all specified pressures. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer - controlled test - to investigate the claim of under/over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. The progav was operating slightly outside of acceptable tolerances. Results - the opening pressure was slightly lower than expected, indicating a tendency towards over-drainage. After the tests, we have dismantled the valve. Inside the valve there was a slight build-up of substances (likely protein). Based on our investigation, we can confirm that at the time of investigation the valve is operating in a slight over-drainage state. It is possible that the deposits observed inside the valve, although slight, may have compromised the functionality of the valve and led to the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the valve is blocked and overdrained. File entered with limited information. Delivered with the return kit inside an unknown liquid.